Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received multiple battery out limit alarms despite having replaced the battery. The customer's blood glucose level at the time of incident was 250mg/dl. Troubleshoot was conducted and the customer was advised to replace the battery. The customer states they received failed battery test alarm. Troubleshoot was not able to be completed due to customer having disconnected from the line. No further assistance was able to be provided at this time.